Manufacturer narrative:
(B)(4). Investigation completed and device evaluated with no defect found on returned meter. Most likely underlying root cause: user's test strips had poor fill.

Event description:
Customer complains of low results customer states that feels well and requires no medical attention. The customer's expected blood result is 60-90mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 39mg/dl and 44mg/dl fasting. Reviewed meter memory: (B)(6). Customer called concerned their meter is registering low result because performed a blood test on (B)(6) 2016 at 4:53pm fasting and received a result of 44mg/dl the customer stated at this time their glucose should be between 60-90mg/dl.